Event description:
Abbott point of care was contacted by a customer who stated that a hematocrit result of 31 %pcv was resulted on the I -stat system at 11:44 am in 2006. Another sample was immediately collected and sent to the lab for repeat testing. The result from the lab was 23.3 %pcv.